Event description:
The pt was receiving dialysis through a fresenius dialysis machine connected to an ash split catheter. The venous line of the dialysis tubing became disconnected from the catheter. The dialysis venous pressure alarm detector did not alarm. The pt expired due to exsanguination and cardiac arrest. Inspection of the blood tubing threaded connectors revealed the following: 1) connectors were intact and undamaged; 2) an incomplete connection, which would appear to be secure, is possible when screwing the mating pieces together by only a fraction of a turn. This incomplete connection could lead to a leak or a total disconnection. Device in use: combi set true flow series/fresenius medical care - hemodialysis blood tubing set with priming set and transducer protectors.